Manufacturer narrative:
E1. Fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings during analysis. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed wear abrasion on the device. ¿ observed deformation on the device. ¿ red particles observed in the surface of the shell. ¿ observed cloudy in the gel. No further actions are required as the device was implanted.

Event description:
The device has been explanted.